Event description:
A part of the internal abutment-level driver broke off in the abutment "right underneath the tip." The implant was removed in order to retrieve the broken driver tip.

Manufacturer narrative:
Product was returned for eval. Yielding of the latch indicated excessive torque had been applied to the part. Device history record review demonstrated device met design requirement.